Event description:
It was reported to boston scientific corporation that a wallstent biliary endoprosthesis was used during a metal biliary stenting procedure on (B)(6) 2011. According to the complainant, the indication for the stent placement was treatment for a tight distal biliary stricture due to a malignancy. The stricture was not dilated prior to stent placement. During the procedure, the blue other sheath of the delivery system came off and the stent failed to deploy at all inside of the patient. The procedure was completed with another wallstent biliary endoprosthesis. It was noted that the patient was on buscopan IV during the procedure. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Based on the device analysis, which indicates that the stent wires and outer sheath were damaged, this is now considered a reportable event.

Manufacturer narrative:
(B)(4) for the evaluation findings of stent wires and outer sheath damaged. A visual examination of the returned device found that the outer sheath was detached from the t-bar connector. An examination of the distal end of the device found that the outer sheath was scratched along the inside and there was a perforation mark. A bend was noted in the (B)(4) shaft. During a functional evaluation, it was possible to retract the outer sheath by hand and deploy the stent with some resistance noted initially. An examination of the deployed stent found that the distal stent wires were uncrossed and damaged. In addition, slight kinking was noted in the inner shaft towards the distal end where the stent had been mounted. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the performance of the device was likely limited due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context.